Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant. The patient complains of poor vision. Lasik enhancement versus an iol exchange was discussed but no plans for further treatment at this time.